Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +16.0d) was explanted on (B)(6) 2023 and a new lal was implanted. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The implant surgery for this patient's right eye (od) was on (B)(6) 2022. The patient's light adjustment treatments were uneventful. The lock-in #1 treatment was performed on (B)(6) 2023. The patient started to report ghosting in their right eye on (B)(6) 2023. The patient's vision after the final lock-in visit was ucdva 20/20, mr +0.25 sphere, and bcdva 20/20. However, the patient's report of ghosting persisted, and the treating physician eventually opted to explant the lal (sn (B)(6)) and replace it with another lal on (B)(6) 2023. Manufacturer reference #:(B)(4).